Event description:
An olympus representative reported that the evis lucera elite gastrointestinal videoscope had leakage. During inspection and evaluation, there is a foreign object inside the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
Initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. However, during device evaluation the following findings were identified: due to a crack on scope connector, water tightness is lost. Due to wear of angle wire, bending angle in up direction does not meet specifications, switch button 4 has wear, paint on scope cylinder is peeled, scratches cracks and dents found throughout the device, and universal cord has a wrinkle. Furthermore, as reported in foreign material was found in the nozzle and this condition is attributed due to insufficient cleaning and handling problems. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that the facility flushed air/water nozzle with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Reviewed DHR of the subject device and confirmed that the device was shipped in accordance with specifications. It was confirmed that there was no non-conformity of the subject device during manufacturing. Based on the results of the investigation, a definitive root cause for this issue was not established of the foreign material remaining in the device. We could not identify the foreign material from the obtained information. We could not specify the cause of the foreign material remaining in the device since it was unknown if the reprocessing was conducted in accordance with instructions for use (IFU) from the information obtained. The event can be detected/prevented by following the instructions for use which state: inspection of the function in combination with related equipment". [Inspection of entire endoscope]. 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. When using the spray button . (A) inspection of water supply . 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection . 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image. Reprocessing manual:1.4 precautions warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.